Manufacturer narrative:
Device evaluation: blade was evaluated for the cause of shedding. Blade exhibited some friction associated with a protrusion at the tip radius transition. A non conforming material report was generated for this condition on the inner blade edgeform associated with this assembly. The ncmr requires all fabricated edgeforms to be reworked in order to eliminate the protrusion at the tip radius.

Manufacturer narrative:
(B)(4).

Event description:
During a knee arthroscopy using a 5.5 incisor the blade was shedding in the joint. Reportedly, some of the metal shavings were removed from the joint. Unsure exactly the length of the procedural delay while another blade was retrieved to complete the procedure. The blade was discard post-op therefore no item will be returning for evaluation.